Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report a hospitalization on (B)(6) 2014 due to low blood glucose. Blood glucose reading at the time of the hospitalization was 34 mg/dl. Customer stated that her sensors have been ineffective and did not give an alert for the low blood glucose. The customer had also been receiving alerts and errors on other sensors. Customer was driving to her destination when her blood glucose went low. Customer had given herself a bolus prior to leaving for her destination. The guard at the destination assisted her with getting to the hospital. Troubleshooting was performed and no anomalies were noted. Advised to speak to her health care professional about the low blood glucose. Nothing further reported.